Event description:
It was reported that during deployment of a tracheobronchial stent graft, resistance was encountered. Additional force was applied in an attempt to deploy the stent graft and the outer catheter shaft broke. The entire system was removed without incident and another stent graft was successfully implanted. No report of injury to the patient.

Manufacturer narrative:
The lot number was not provided; therefore, a review of the device history records could not be performed. The device was not returned for evaluation. The investigation is currently underway.